Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device did not recognize battery compartment b and that there was an unexpected shutdown. There was no report of pt involvement.